Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose of 25mg/dl, and she requested assistance with turning on her bolus wizard settings. It was stated that the customer took too much insulin. No further information was provided.